Event description:
Additional information received indicates the patient had their leads explanted and two new leads implanted to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined. A4 - patient weight was added to the report.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17406, 1627487-2021-17407, 1627487-2021-17414. It was reported the patient has ineffective stimulation with all 4 leads. The patient is not currently using their peripheral leads in their programming. Surgical intervention may take place at a later date to address the issue.